Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-03227, 1627487-2023-03228. It was reported that both of the patient's ipg were flipping in the pocket and high impedances were seen on the patient's right lead extension. It was also noted that the patient's right lead extension had a break and was coiled. As a result, the patient underwent surgical intervention during which the right lead extension was explanted and replaced and both ipgs were re-secured within the pocket. Effective therapy was established post-operatively.